Event description:
It was reported that during a case for unilateral choanal atresia at the beginning of the case after drilling had just started the bur head sheared off. The bur tip was retrieved and surgery continue with another bur. There was no patient injury reported.

Manufacturer narrative:
(B)(4). The bur was returned and analyzed by the quality engineering team. Received one (1) sample(s) with original opened pouch and label identifying part #1882960 [pediatric round bur 2.9mm] from lot #63570300. The condition of the device showed customer use as there was presence of contaminants on the outer shaft. From visual evaluation, the inner shaft was found broken near the distal tip. The broken tip assembly measured approximately 10mm. Upon visual evaluation, the bur tip appeared to have some level of visible damage (chipping) which is possibly indicative of procedural / anatomical / operational context factors encountered by the customer during procedure which may include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in an aggressive manner that may lead to tip breakage. The reported complaint is confirmed for "bur head sheared off". The most likely root cause is operational context where excessive force may have been applied to the bur tip during use. Method - microscopic inspection. Results - stress problem; deformation problem.